Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed a tear in the sheath. It was noted that the tear had rough edges. Based on the condition of the returned unit, it is likely that an instrument or object that came in contact with the sheath, resulting in a hole or tear. As the sheath experiences stresses during use, it is possible that the hole or tear was exacerbated. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as sheath tear is likely to cause or contribute to death or serious injury.

Event description:
Procedure performed: total hysterectomy. Event description: facility: [name] hospital. During surgery insufflation port is cracked. User cannot keep pneumoperitoneum. Surgeon use seal tape to repair it. But it is still not work. They replaced with a new device to complete this surgery. Product is available for return. Intervention: they replaced with a new device to complete this surgery. Patient status: fine.

Event description:
Procedure performed: total hysterectomy. Event description: facility: [name] hospital. During surgery insufflation port is cracked. User cannot keep pneumoperitoneum. Surgeon use seal tape to repair it. But it is still not work. They replaced with a new device to complete this surgery. Product is available for return. Intervention: they replaced with a new device to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.